Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and an o-ring was identified on the pneumatic tap resulting in an improper seating of cartridge on pump. The customer was able to remove the o-ring from the pump and changed the pump supplies to address the issues. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. There was no adverse impact to customer¿s blood glucose level.